Event description:
It was reported by the customer that a pyxis medstation system drawer failed.the customer reported that users were unable to remove medications from drawer, however another user was able to obtain the medication from another machine.there were no adverse events or injuries reported based on this incident

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to controller board. A field service engineer replaced the drawer controller board and reconfigured the drawer. Once the boards were configured, the application was relaunched to address the issue. The system functioned as intended after the field service engineer serviced the device.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller boards issue is causing the drawer failure. The field service technician replaced all of the controller boards, reconfigured the drawer once the boards were configured, then relaunched the application to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that user was unable to remove medication(s) from drawer, however user was able to obtain the medication from another machine. There were no adverse events or injuries reported based on this incident.